Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was initially implanted with an embody implant approximately nine (9) months ago as part of a clinical study. Subsequently, it was reported that during their 6-month follow up appointment that the patient was experiencing pain and a sudden tearing sensation while putting on a bathrobe. An ultrasound showed either nonhealing or pulling off the tendon. Patient was prescribed physical therapy and there are currently no plans for surgical intervention. Attempts have been made and no further information has been provided.